Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose of 87 mg/dl. The customer's spouse reported that the ambulance came for the low blood glucose. The customer's spouse stated that they treated the low blood glucose with food, juice and glucose tablets. The customer's blood glucose was 117 mg/dl at the time of call. The customer's spouse stated that they were wearing the insulin pump during the ambulance visit. The customer's spouse stated that they believe that the insulin pump was not working properly. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarms noted during our testing. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The motor was tested outside the device and passed. No unexpected low reservoir alarm noted during our testing. Low reservoir alarm functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.